Event description:
It was reported that this implantable pacemaker remote monitoring (rm) has been disabled, but the device is not affected by the accolade advisory. Technical services (ts) asked the health care professional (hcp) if patient had any recent surgeries where a magnet could have been used but hcp was unaware. Ts added that the battery status is currently beginning of life (bol). The elective replacement indicator (eri) date values were not set. Ts required a patient data disk to assess the cause for the remote monitoring disabled. This pacemaker remains in service and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker remote monitoring (rm) has been disabled, but the device is not affected by the accolade advisory. Technical services (ts) asked the health care professional (hcp) if patient had any recent surgeries where a magnet could have been used but hcp was unaware. Ts added that the battery status is currently beginning of life (bol). The elective replacement indicator (eri) date values were not set. Ts required a patient data disk to assess the cause for the remote monitoring disabled. This pacemaker remains in service and will not be returned. No additional adverse patient effects were reported. Additional information was received that this pacemaker had exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000 and that remote monitoring was disabled. A request was made to have data from this device analyzed. Data confirmed this was a false positive explant indicator related to a software update. Technical services (ts) recommended continuing to monitor this patient in clinic until the software becomes available. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a false positive indicator, resulting in remote monitoring being disabled. In the presence of a behavior consistent with a high battery impedance, the device disables the remote monitoring feature to prevent the device from entering safety mode. With the available information, boston scientific concludes this device exhibited an unintended behavior associated with a software update. Boston scientific is actively developing an additional software update to address this unintended behavior.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a false positive indicator, resulting in remote monitoring being disabled. In the presence of a behavior consistent with a high battery impedance, the device disables the remote monitoring feature to prevent the device from entering safety mode. With the available information, boston scientific concludes this device exhibited an unintended behavior associated with a software update. Boston scientific is actively developing an additional software update to address this unintended behavior.

Event description:
It was reported that this implantable pacemaker remote monitoring (rm) has been disabled, but the device is not affected by the accolade advisory. Technical services (ts) asked the health care professional (hcp) if patient had any recent surgeries where a magnet could have been used but hcp was unaware. Ts added that the battery status is currently beginning of life (bol). The elective replacement indicator (eri) date values were not set. Ts required a patient data disk to assess the cause for the remote monitoring disabled. This pacemaker remains in service and will not be returned. No additional adverse patient effects were reported. Additional information was received that this pacemaker had exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000 and that remote monitoring was disabled. A request was made to have data from this device analyzed. Data confirmed this was a false positive explant indicator related to a software update. Technical services (ts) recommended continuing to monitor this patient in clinic until the software becomes available. No adverse patient effects were reported. Additional information was received that the field representative discussed false positive magnet disablement with ts. Ts noted based on latitude nxt it does not appear that the zip telemetry for this patients device has been re-enabled yet. Ts discussed that smr 6 is now available and once this device is interrogated with a programmer with the upgraded smr6 software this patient will require a new communicator.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker remote monitoring (rm) has been disabled, but the device is not affected by the accolade advisory. Technical services (ts) asked the health care professional (hcp) if patient had any recent surgeries where a magnet could have been used but hcp was unaware. Ts added that the battery status is currently beginning of life (bol). The elective replacement indicator (eri) date values were not set. Ts required a patient data disk to assess the cause for the remote monitoring disabled. This pacemaker remains in service and will not be returned. No additional adverse patient effects were reported. Additional information was received that this pacemaker had exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000 and that remote monitoring was disabled. A request was made to have data from this device analyzed. Data confirmed this was a false positive explant indicator related to a software update. Technical services (ts) recommended continuing to monitor this patient in clinic until the software becomes available. No adverse patient effects were reported.